Event description:
It was reported that high impedances greater than 40,000 ohms were measured on all combinations with electrode nine. An external neurostimulator (ens) and screening cable was used to measure impedances. The patient was under general anesthesia and did not feel stimulation. No fractures were noted. The bad extension was removed and a new extension was implanted. After the extension was replaced, the issue was resolved. Total system integrity was normal and the initial programming would be done in the next month.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was nothing different from a tactile sense during the implant. It "seemed to engage just fine" in the implantable neurostimulator (ins). They did not notice any buckling or bending. They had done the same procedure "a lot of times" with no indication anything was amiss in the procedure. The physician connected everything and they placed the generator in the soft tissue pocket. He put in one of the two sutures to keep things in place while they conducted the impedance checks. The impedance testing was performed through the device using the clinician programmer. The physician had to re-tunnel the extension during the procedure. The patient was doing great as far as they knew and they received effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient . (B)(4). Analysis of the extension found the conductor of the extension body was broken within 10 cm of the connector area. The #0, #1, and #3 conductors were broken 2.8 cm from the proximal end.